Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure that the clips would not advance. Another like device was used. There was no adverse pt consequence.